Manufacturer narrative:
Product event summary: at analysis it was determined that the generator's hanger was broken, there were black spots on the display and the battery wires were compromised which caused the lower case to need to be replaced. The unit was cleaned and inspected, the lower case, display and hanger were replaced and the unit was then tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator was returned due an unknown failure and a functional check was requested. The generator subsequently tested out of specification during manufacturer's analysis. There were no patient complications reported as a result of this event.